Event description:
It was reported that a patient underwent an open right inguinal hernia repair procedure with regional anesthesia in 2008. The patient noted that his hernia had recurred in 2009, and that he had been seen by a doctor at about one month later who confirmed that the hernia had recurred. The patient underwent a re-operation at approximately 10 weeks later for direct inguinal hernia.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.